Manufacturer narrative:
Investigation: during incoming inspection, the following visual defects were observed: bag # 8 = 1 clogged cannula, 1 foreign material, bag # 9 = 3 foreign material, bag # 11 = 4 foreign material inside hub, bag # 16 = 1 dubbed/bent tip, bag # 22 = 10 foreign material inside hub, bag # 23 = 8 foreign material inside hub, bag # 28 = 6 foreign material inside hub, bag # 29 = 2 foreign material inside hub, bag # 31 = 4 foreign material inside hub, & bag # 32 = 2 foreign material inside hub also found 2 parts that the cannula was completely disconnected from the hub. Complaint batch 6333960 was assembled on nip line 1 from 2/23/2017 to 2/24/2017 for a quantity of 330,000. There were eight inspections conducted on 400 parts with an additional 200pc inspection at start-up. There were no observations noted during the production run. Evaluation of the returned samples has been performed with the following results; bag # 8 = acc (clogged needle not confirmed - needle ID is open), 1 foreign material confirmed (embedded fm generated during the molding process), bag # 9 = acc 3 embedded foreign material confirmed (1.0% aql for embedded fm acc7/rej8 on 315pc sample) , bag # 11 = acc 4 embedded foreign material in hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample), bag # 16 = acc 1 dubbed/bent tip confirmed (0.25%aql for hooked/bent tip acc2/rej3 on 315pc sample), bag # 22 = rej 10 embedded foreign material inside hub, bag # 23 = rej 8 embedded foreign material inside hub, bag # 28 = acc 6 embedded foreign material inside hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample), bag # 29 = acc 2 embedded foreign material inside hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample), bag # 31 = acc 4 embedded foreign material inside hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample), & bag # 32 = acc 2 embedded foreign material inside hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample) root cause embedded fm: carbon build up during the molding process. Also found 2 parts that the cannula was completely disconnected from the hub root cause loose cannula: insufficient epoxy embedded fm remains below .800mm in size when visually compared to a particle estimation chart. Complaint has been posted on the visual display boards for review with associates. The bent tip remains within the defined aql. CAPA (B)(4) has been opened to install and trial a new epoxy applicator. Implementation is scheduled for november 2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during a visual inspection of the 25 g bd¿ needle 3/4 in., foreign matter was found on several items. There was no report of injury or medical interventions.